Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The 3.00x38mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a distal edge dissection was observed. Therefore, a 2.50x12mm xience xpedition stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.